Manufacturer narrative:
Continuation of d10: product ID tm90t0 serial# (B)(6) product type accessory. Product ID pa9000 serial# unknown product type multiple therapy product. Section d information references the main component of the system. Other relevant device(s) are: product ID: tm90t0, serial/lot #: (B)(6), ubd: 13-mar-2025, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the patient receiving intrathecal medication via an implantable pump for non-malignant pain and complex reg pain syndrome type I. It was reported that the patient stated last night they kept smelling smoke and found out their communicator overheated and started burning the cord and melting the connection. Patient stated the light did not come on at all and the cord was melted. Patient concerned if they should still be using the same wall plug or not if only the cord was 'hot pretty far down' near the plug. Patient's communicator over heated and burned at the port site and would no longer turn on. Patient's cord was very hot at the end of the cord and patient smelled smoke when this happened. While on the call, patient mentioned they had severe scoliosis so severe that their head is down to their knees and they could not stand on their feet, and that they could not stand erect or sit erect and are 'all twisted up and everything.' Patient mentioned they also had to have surgery on their shoulder. Patient did not correlate these diagnoses/symptoms with their therapy or inability to bolus. Agent did not attempt to obtain managing physician or pump medication due to patient's difficulties answering questions, navigating and reading equipment due to difficulties seeing, and to focus on reason for call throughout the call. A request was sent to repair to replace communicator and adaptor kit.